Event description:
(B)(4) I've had essure since early 2009 just didn't know about all the side effects or how to report them. I recently went to the ER for constant stomach pain on my left side but they dismissed it as my ulcerative colitis. My gi dr refered me to a new gynecology dr since I was clear o his side no reason to have pain. The new gynecologist did an ultrasound and amp; found that 1 of the coils have migrated (left side) also 3 ovarian cysts same side. He cant tell for sure where its migrated to but he sees 2 shadows on the scan that are possibilities. He's going to do laparoscopic surgery on (B)(6) to locate it and amp; tie my tubes at the same time. He said it looks embedded in the muscle. I've also been recently diagnosed with high blood pressure (pre essure it was always low or normal). My teeth have slowly been chipping and amp; breaking and amp; painful when before they were in good shape none missing and amp; no problems at all they look awful now and amp; I dont have dental coverage to get them fixed and amp; even if I did it would be more than I could afford. I have lots of joint and amp; muscle pain. Constant ringing in my ears. My vision is good but occasionally I see what can only be described as floaters. I'm almost constantly having to pee. My colitis (diagnosed many years before essure) has been in constant flare up since essure (was previously able to go into quick remission with a dose of prednisone but not since essure). I went from having an almost flat stomach to looking 5 or 6 months pregnant (comes and amp; goes but lasts weeks at a time). My sex drive is pretty much gone (my husband almost left me when I never wanted to have sex and amp; we've never had trouble in that department its just painful and amp; it makes me not interested). I'm constantly tired/exhausted I generally sleep or lay down about 16 + hours a day and amp; feel as if I could sleep all day long. My insurance did cover getting essure but wouldn't cover the 4 month test. My dr highly recommended essure said the only side effect I would really need to worry about was an ectopic pregnancy that the longer you have the device the higher the chances. I never would have gotten it if I knew what I know now about these side effects. I was working a full time job and amp; the office visit procedure seemed so much more appealing than having to take time off work for surgery.